Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device was overheating. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the hose was damaged by the muffler which was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or pulling the autolube around by the hose. It was determined that this did not allow for proper airflow to the motor, which caused heat. The assignable root cause was determined to be due component damage caused by misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.